Manufacturer narrative:
From the picture it was observed a "torn package". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 4.5, lot #01l1300533 was manufactured on 12/05/2013. The DHR investigation did not show issues related to complaint. From the picture, it was observed a "torn package", the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the package is torn. The alleged issue was detected during incoming inspection by distributor ((B)(4)).